Manufacturer narrative:
The devices were received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had a loose blue protection cap. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: two (2) samples were received for evaluation. A visual inspection noted a loose blue pull ring cap inside the unopened pouch on both samples. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.